Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The exact cause of the reported event could not be determined at this time. The legal manufacturer will review the content of the complaint for further investigation.

Event description:
The service center was informed that during preparation for use, no image was observed on the display. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported ¿no image¿ was as follows: according to the proposed information, it is assumed that the video communication could not be transmitted to the processor due to the damage of the cable or the camera head, and no image was displayed. I checked the product shipment record, but there was no abnormality in the device. Damage to the cable or camera head is probably caused by the user's handling. Damage to the cable was described below when the contents of the instruction manual at the time of shipment of the product were checked. This determines that indication phenomenon can be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing,